Manufacturer narrative:
(B)(4). Insulin pump p cap, reservoir locked properly in place. Unit received with cracked case and cracked battery tube threads. Insulin pump received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Insulin pump unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error or open book image alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery compartment was crack. The customer¿s blood glucose level was unknown at the time of the incident. The device will be returned for analysis.